Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: reviewed total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011; daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display lens was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) and reported elevated blood glucose (bg) levels. The reporter claimed that the patient's bg level had been high since the previous evening. The reporter indicated that the patient had bg level's in the "300's" mg/dl with symptoms of thirst, frequent urination, and small ketones. Through troubleshooting, the animas representative involved in this contact determined that there was no evidence of a mechanical malfunction of the pump. No kinked cannulas or leaks were noted with the infusion set. No air or blood was observed in the tubing. No leaking or hardness was noted at the site. No air bubbles were observed in the cartridge. The insulin was not expired. The animas representative instructed the reporter to consult with the patient's health care provider (hcp) regarding possible adjustments to his diabetes management regimen. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with severe hyperglycemia while using the subject insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.